Manufacturer narrative:
Additional information h4 device manufacture date was added. The device history record (DHR) was reviewed showing no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. A sample analysis could not be performed because no samples were provided for evaluation. The reported condition could not be confirmed. Based on the present information, and because no photo or sample was received, a possible root cause cannot be determined. No further actions are being pursued at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported there was leakage in the probe body (tube).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.